Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) ordered and sent light emitting diode (led) to user facility¿s biomedical engineer (biomed) to replace battery unit alternating current (a/c) charge indicator. Returned led to manufacturer. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr was performing pm and found lamp not illuminating but unit was charging correctly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the alternating current (a/c) charge battery indicator was not illuminating. There was no patient involvement.